Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 23:23:56. During night drain cycle one, the patient's ultrafiltration reading was 1270ml, indicating the home patient (hp) drained 1270ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. However, the cause could not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.